Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd solis pump experienced ¿check for empty tubing or reservoir¿ troubleshooting was attempted and then pump alarmed for ¿check for empty tubing or reservoir¿. The alarm could not be resolved, and the pump was powered off. The medication being infused was 5-fu. There was patient involvement and no harm.